Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Downloaded data from a (B)(6) female pt alerted zoll customer support on (B)(6) 2014 that the pt was treated at 04:52:40 on (B)(6) 2014. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt ended use of the device.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt ended use of the device. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 07/01/2013 - reuse; electrode belt sn (B)(4): 06/01/2013 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.